Event description:
It was reported that the console was constantly lasing even in standby mode, and when pressing the e-stop and turning the key switch off did not stop the laser. Additionally, error 255 displayed. The console had to be unplugged from the wall outlet to get it to stop lasing. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
The console was evaluated by a field service engineer (fse) at the customer's site. During functional evaluation of the console, the reported errors were confirmed. The mmcu board and kit lpu were returned. Visual inspection identified that both components were in overall good physical condition. No functional test was performed. The fse replaced the lpu and mmcu components. Optics were checked for dust or damage and cleaned, and no damage was found. The beam image and quality were checked, and no adjustment was needed. The output power passed all checks, and the cooling water was refilled. The console's functionality was restored. Based on all the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the console was constantly lasing even in standby mode, and when pressing the e-stop and turning the key switch off did not stop the laser. Additionally, errors 255 and 99 displayed. The console had to be unplugged from the wall outlet to get it to stop lasing. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that the console was constantly lasing even in standby mode, and when pressing the e-stop and turning the key switch off did not stop the laser. Additionally, errors 255 and 99 displayed. The console had to be unplugged from the wall outlet to get it to stop lasing. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
The console was evaluated by a field service engineer (fse) at the customer's site. During functional evaluation of the console, the reported errors were confirmed. The fse replaced the lpu and mmcu components. Optics were checked for dust or damage and cleaned, and no damage was found. The beam image and quality were checked, and no adjustment was needed. The output power passed all checks, and the cooling water was refilled. The console's functionality was restored. Based on all the information available, a conclusion code of cause traced to component failure was assigned to this investigation.